Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to the manufacturer.

Event description:
Surgeon commented on subsided stem. Removed and cemented a new one.

Manufacturer narrative:
An event regarding subsidence involving a secur fit stem was reported. The event was not confirmed. Method and results: device evaluation and results: not performed because the device was not returned for evaluation. Medical records received and evaluation: not performed because no additional information was received. Device history review indicated all devices accepted into final stock met specification. Complaint history review indicated there have been no other events for the reported lot. Conclusions: no further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Surgeon commented on subsided stem. Removed and cemented a new one.